Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1025358 , test base part number 190-430 / lot: 1025358 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025358 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported multiple (unknown quantity) false positive results on nasal kitted swabs while using the ID now covid-19 assay on (B)(6) 2021 and throughout the weekend of (B)(6) 2021. Pcr confirmation testing (labcore, bioreference) was performed and generated negative results. The customer confirmed that the patients were not symptomatic and the tests were performed pre-operation. Per the customer, each of the patients' surgeries were delayed due to the false positive results. Although requested, additional information has not been provided.